Event description:
It was reported that a file separated in the canal during a procedure. The tooth was extracted as a result.

Manufacturer narrative:
In this case, it was reported that a file separated during a procedure. As a result of this malfunction, the tooth was extracted to preclude permanent (irreversible) damage to a body structure, though immediate treatment of this nature is inadvisable per expert opinion provided by dr. Even so, this event meets the criteria for reportability per 21 CPR part 803. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review. Please reference report number 2320721-2007-00049 for documentation of the event as it pertains to the motor used.